Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(6) the fixed jaw of the suture grasper is broken off. The broken surface shows a ductile appearence which indicates an overload break - the broken surface also shows some discolouration - this indicates some kind of pre-damage. On all joints on the instrument, there are some rust marks.

Event description:
It was reported that there was event with a "grasper". According to the information received, the arthroscopic graspers broke and fell inside the patient. The broken jaw was retrieved. Further information is not available.